Event description:
Lumbar drain broke during insertion and required additional procedure for removal. (Serious event previously reported for this for retained foreign body). Also see report mw5060291.